Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, on (B)(6) 2013, two 6.0x150mm smart stents and a 6.0x100mm smart control stent were placed in the target lesion without any issue. On (B)(6) 2015, the patient was expired at another hospital. The target lesion was at the proximal, middle and distal portion of the right superficial femoral artery. The lesion was mildly calcified and mildly tortuous, with a rate of stenosis of 100%. (B)(4). The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. (B)(4). The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. (B)(4). That these lots of products met all requirements per the applicable manufacturing quality plan. Without further testing, it is not possible to determine the source of the death. It is possible that patient, pharmacological and procedural factors may have contributed to this event. This event is well documented in the instructions for use. There is no indication that the event was related to a design or manufacturing issue, therefore no corrective action is needed.

Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis, therefore no engineering evaluation will be completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported from the (B)(4) study, on (B)(6) 2013, two 6.0x150mm smart stents and a 6.0x100mm smart control stent were placed in the target lesion without any issue. On (B)(6) 2015, the patient was expired at another hospital. The target lesion was at the proximal, middle and distal portion of the right superficial femoral artery. The lesion was mildly calcified and mildly tortuous, with a rate of stenosis of 100%. The products will not be returned for analysis.